Event description:
Covidien received info stating that an 840 ventilator had a blank screen, and that the ventilator changed modes and stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) as a pre-cautionary action. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).